Manufacturer narrative:
One medfusion pump was received with the cases in excellent condition and no visible contamination. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined since there was no contamination or physical damage found on the main board or on the device. The motor bracket, worm coupling, and worm gear were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a constant motor rate error. There was no reported adverse event.